Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reports to have received a no delivery alarm but was not able to troubleshoot due to not having set change in order to troubleshoot. Customer's blood glucose was 495 mg/dl which was treated with manual injections. Malfunction was not able to be determined due to customer not having reservoir set change. Customer requested to return reservoir set for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).